Event description:
It was reported that the pt experienced a shocking or jolting sensation when she grabbed/bended her body. The pt also experienced pain at the neurostimulator site when she moved a certain direction. Her pain level was at an 8-9. She experienced a shocking sensation where she was "hurting real quick and real fast." Her symptoms were being controlled better now than before surgery. Further info is being requested from the hcp.